Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, right atrial (ra) lead was found to have exhibited noise oversensing resulting in inappropriate automated mode switch (ams) episodes. The physician decided to continue to monitor with no intervention planned at this time. The patient was in stable condition.